Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label on the bd vacutainer® serum blood collection tube was partially peeled off before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the labels on red top tubes are lifting off of the tube on one or both sides."